Event description:
Customer reported a dialysis needle became dislodged during treatment causing patient to lose approximately 300-500 cc of blood. One liter of saline was administered at the clinic and more fluids were given at the hospital.

Manufacturer narrative:
3m initiated a recall on micropore tape single-use rolls (1530s-1) on 1/25/10 and have notified the (B) (6) FDA district office of this action.